Manufacturer narrative:
This report is submitted on 28 april 2020.

Event description:
Per the clinic, the patient experienced an mrsa infection at abutment site. Removal of the abutment is planned but has not taken place as of the date of this report.